Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of incident and current blood glucose level was reported as 239 mg/dl and 1277 mg/dl. The customer reported that the drive support cap was normal. The customer bloused however blood glucose level did not go down and when was treated with syringe blood glucose level went down. The customer performed high pressure test and found no delivery. The insulin pump will not be returned for analysis.